Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this pacemaker dependent patient while running the autocapture threshold test, the device exhibited oversensing of the patient's p waves on the ventricular channel. This led to pacing inhibition and continued loss of capture with three to four seconds of asystole . It was noted that the patient had large p-waves, thus the device was programmed with a fixed sensitivity. No adverse patient effects were reported.